Event description:
I had the pressure permanent tubal ligation put in 5 years ago and since, I have gotten a nickel allergy that I never had before. I break out in rashes all over my body from it. I also have constant lower abdomen and lower back pain, and bloating in my lower abdomen. I need to have these removed and have a total hysterectomy due to the allergy to the nickel it has swollen my uterus. Dose or amount: 2 coils; frequency: once; route: vag. Dates of use: 2005 - 2009, permanent. Diagnosis or reason for use: to prevent pregnancy.